Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure the esg-400 hf generator issued error message e433 and could no longer be used. The intended procedure was completed using another similar device and there was no report about and adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus regional repair center (rrc) (B)(4) (returned to the rrc on 2022-04-07). The evaluation/investigation at the repair center confirmed the occurrence of error e433. This error message, which in this case was caused by a defect of the generator board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, this event/incident was attributed to component failure. Furthermore, the evaluation/investigation found damage to the generator¿s front panel. This damage was most likely caused by improper handling and can thus be attributed to use error. There is no causal relationship to the reported error message. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 28-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.